Event description:
It was reported that the fiber was observed to fire out the end (forward firing) @ 254,358 joules and 40 minutes of use. When doctor pulled the fiber out, the cap was off. The procedure was completed using a second fiber. The patient outcome is listed as ¿ok.¿

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap and the metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window location; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).